Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was chronically not functioning. There was no further information received from the field that could specify the issue on this rv lead. All available information indicates that this rv lead still remains in service. No adverse patient effects were reported.